Event description:
The hospital reported that the machine displayed the error: system malfunction- micro control error and acb com fail. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). Legal manufacturer: (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board (acb) was replaced to resolve the reported issue.